Event description:
[The surgeon] performed a rotator cuff repair on the patient on the (B)(6) 2013. He used a two healix transtend br anchors medially (site of the cyst) and two healix knotless peek anchors laterally in the patients shoulder to repair the rotator cuff back to its insertion site. The patient returned to the surgeon¿s practice today (B)(6) 2013 complaining of a painful shoulder, at the site of the repair. The surgeon has carried out an ultra sound and MRI scan and this has revealed what the surgeon believes is a cyst at the site of one healix transtend br anchor. The surgeon has described the cyst to be approximately 1cm square at the site. The anchor used during this repair measured 3.4mm in diameter and 13.8mm in length. According to the surgeon the repair of the cuff seems to be intact. The anchor is a biocomposite anchor consisting of plga and -tcp.

Event description:
[The surgeon] performed a rotator cuff repair on the patient on the (B)(6) 2013. He used a two healix transtend br anchors medially (site of the cyst) and two healix knotless peek anchors laterally in the patients shoulder to repair the rotator cuff back to its insertion site. The patient returned to the surgeon¿s practice today the (B)(6) 2013 complaining of a painful shoulder, at the site of the repair. The surgeon has carried out an ultra sound and MRI scan and this has revealed what the surgeon believes is a cyst at the site of one healix transtend br anchor. The surgeon has described the cyst to be approximately 1cm square at the site. The anchor used during this repair measured 3.4mm in diameter and 13.8mm in length. According to the surgeon the repair of the cuff seems to be intact. The anchor is a biocomposite anchor consisting of plga and tcp.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.